Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre sensor. The customer subsequently experienced sweating, weakness in legs, a loss of consciousness and a capillary result of 29 mg/dl was obtained by his wife, a nurse. The wife provided a glucagon injection, then treated the customer with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and a sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed all results were within specification. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre sensor. The customer subsequently experienced sweating, weakness in legs, a loss of consciousness and a capillary result of 29 mg/dl was obtained by his wife, a nurse. The wife provided a glucagon injection, then treated the customer with orange juice. There was no report of death or permanent injury associated with this event.